Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. Physician condition was good. The unit heat up very fast from 21.6c to 41.7c under 3 minutes and within design specification. However, investigation found trace of slow drip of water from top heat exchanger due to crack return tube assembly. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced return tube assembly. Replaced main board and top heat exchanger assembly with o ring as preventative action taken. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device was not heating up and had an error message. No patient injury was reported.